Event description:
I have had several allergic reactions to different brands of band-aid, including band aid brand and up&up - target brand. Twice they were so severe they left a scar. The most recent incident started a month ago. I had a cut on my leg and put an antibacterial sheer plastic bandage from up&up over it for 24 hours. When I removed it, I had contact dermatitis, this is how my doctor described it which blistered and peeled and still hasn't gone away, even using cortisone cream, about a month later. The previous incident was similar, about two years ago, but using a large band-aid brand bandage. When I removed that one, I had contact dermatitis that was so severe I had to see a doctor three times while they tried different remedies, regular cortisone cream did nothing, extra strength burned and thinned the skin so much that it got worse, etc. That also left a scar. In between I was able to use up&up regular bandages, not the antibacterial kind, and for whatever reason, they worked okay and didn't cause any reaction. The reason I am reporting these incidents is because none of these mfrs are required to publish for consumers what they use in their bandages! I have been able to get some info by calling the companies repeatedly, but not enough to work out what chemical specifically I am allergic to. For example, up&up told me they use "acrylic adhesive", which tells me very little. My known allergies, by truetest patch testing, are nickel, colophony, latex, p-tert-butylphenol formaldehyde resin, and a chemical used in hair dye but I don't dye my hair. If the FDA could require these companies to have an ingredient label, similar to other kinds of drugs, it could help thousands of americans who also know they are allergic to the glue used in bandages, but not to what specifically in that glue. It could also help mfrs avoid those chemicals likely to cause these reactions. I know that this is probably a medical device in the lowest safety category. But when it comes to something you place on your skin, something that can cause in certain unlucky folks like myself permanent damage, that should be regulated in a way that gives consumers enough data to make informed choices. Dates of use: 24-48 hours (johnson & johnson).